Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a1, a2, b5, b6, b7, d4, d6, f10, h4, h6. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease may have impacted the event.

Event description:
Edwards received notification that a patient with a 23mm aortic valve implanted in the aortic position underwent intervention for a valve-in-valve procedure after an implant duration of 7 months due to degeneration leading to severe central aortic regurgitation. As reported, initial post-op echo show mild ar. The initial procedure was performed in mini sternotomy and the post operation echo showed no pvl. Two months later patient developed gi bleed requiring admission. Subsequent to this the patient developed severe central ar with no significant paravalvular leak. As per medical opinion, endocarditis was excluded. CT showed no clot, no thrombus and no vegetation, white cell normal, crp normal, toe negative, no pvl. On echo it was also observed that the anterior aspect of the sutureless frame was restricting mobility of the base of the anterior mv leaflet (resulting in severe regurgitation of the native valve).the patient was noted to have a left bundle branch block and issues with the native mitral valve too. A non-edwards valve was implanted within the surgical valve. Patient is doing well.

Manufacturer narrative:
H10. Additional manufacturer narrative: added additional h6 conclusion code. Complaint unable to be confirmed. There is no evidence to suggest an edwards manufacturing defect. Based on the provided information and no product returned, the complaint is unable to be confirmed and a definitive root cause cannot be determined.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. The device history record (DHR) review could not be performed as the serial number is unknown. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease may have impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 23mm aortic pericardial valve implanted in the aortic position underwnet valve-in-valve procedure due to a moderate-to-severe central aortic regurgitation after an implant duration of approx. 3 months. As per medical opinion, endocarditis was excluded. CT showed no clot and no thrombus or vegetation, white cell normal, crp normal, toe negative, no pvl. The patient was noted to have a left bundle branch block and issues with the native mitral valve too. A non ew valve was implanted within the surgical valve. Patient is doing well. The initial procedure was performed in mini sternotomy and the post operation echo showed no pvl.